Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Surgeon reported that he noticed a fiber inside the pt's eye during a postoperative checkup. Additional info has been requested. Despite multiple requests to date no follow-up info has been received.